Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that one day post implant of this system, loss of capture on the right ventricular (rv) channel resulted in a syncopal event for this patient. A revision procedure was performed and the rv lead was removed from service and replaced. Lead dislodgement was suspected; however, the location of the lead looked the same as at the implant procedure. No additional adverse patient effects were reported.